Manufacturer narrative:
Plc141400/16312146, UDI: (B)(4).

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment and was implanted with gore® excluder® aaa endoprostheses. This same day it was reported that the patient expired. A cause of death was not known.